Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the lead would not pace or sense and the back part of the lead that connects to the can felt very unstable. The lead was not used and was replaced. There were no patient complications reported as a result of this event.